Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Product literally fell apart inside- vagina [foreign body in reproductive tract] . Product fell apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon fell apart inside vagina. No serious injuries reported.